Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, foreign objects were found on the charged coupled device (ccd) image sensor lens and the biopsy channel inlet. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.